Event description:
It was reported that during follow up while performing the sensing test with a temporary sensitivity value of 0.18mv the implantable pulse generator (ipg) did not identify any of this waves (just paced the atrium). It was determined this occurred due to the (extreme) high p-waves. With a lower sensitivity the undersensing resolves. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).